Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. However, the plunger, suture, link, needles and cuffs were not returned. The needle to cuff miss was unable to be confirmed as all the components were not returned. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, via a 6f sheath using a pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss occurred. The sutures of two additional proglide devices were successfully preplaced prior to the tavi procedure. The sheath was upsized to 18f and the tavi procedure was completed. The successfully preplaced sutures of the second and third proglide devices were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.